Manufacturer narrative:
Upon completion of the investigation,a follow up report will be filed.

Event description:
Affiliate reported that the valve was replaced. The dates of surgery and the reason of the replacement are unk.